Manufacturer narrative:
Approximate age of device - 5 years and 8.5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The patient remains ongoing on lvad support and no further issues have been reported. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed gastrointestinal bleeding. The patient presented with melena and cauterization of a duodenal arteriovenous malformation was performed.